Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. No loose drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. The customer stated that the drive support cap was flush. Customer stated that the insulin pump had no delivery alarm and then he was able to clear it. The device will be returned for analysis.